Event description:
Upon servicing the device at (B)(4) technical services for another report, it was found that the air in line (ail) test failed for channel b, the values are not within range. An air detected set alarm caused an interruption of delivery on (B)(6) 2011. There was no patient injury, medical intervention, or adverse reaction in association with this event. There is no further complaint information available. The user interface module master software version is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown; however, the air in line printed circuit board was out of calibration. To correct the condition, the air in line printed circuit board was recalibrated. If any additional information is received, a follow up MDR will be sent.